Event description:
It was reported that the patient's leadless pacemaker exhibited high capture threshold, low pacing impedance and sensing variation. The device was explanted as a result. The patient was in stable condition.